Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that she was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's mother also reported that the insulin pump received no delivery alarms. The customer's blood glucose was 479 mg/dl at the time of the incident. The customer's blood glucose was 106 mg/dl at the time of call. The customer's mother stated that they treated her daughter's high blood glucose with the manual injections. The time of the hospitalization was 1pm and the date of the hospitalization was (B)(6) 2015. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.